Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. The received test log confirmed the reported failure at the event date. The reported failure could be reproduced during pre-use check test when the received expiratory channel pcb was tested in a test ventilator system. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. This will cause the ventilator to generate technical error code indicating an open safety valve. The conclusion is that the reported technical error code indicating an open safety valve was due to defective expiratory channel pcb. This could lead to high pressure during ventilation and alarms will generate. In worse case, this could lead to stop of ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. (B)(4).